Manufacturer narrative:
Patient weight not available from the site. A medtronic representative reported that while in a catheter-based procedure, they were unable to see the ventricles after taking a confirmation spin. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Further investigation revealed that the reported event had no impact on the procedure as the surgeon was still able to see and confirm shunt placement in the brain. Site did not require a system checkout for this specific event. No further issues were reported. A subsequent full imaging system check-out was completed (for a later case) and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a catheter-based procedure, they were unable to see the ventricles after taking a confirmation spin. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.